Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, at the start of the procedure, there was a problem with loading and unloading the devices, and the two reloads did not fire. They used another device to resolve the issue. There was no patient injury.